Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The patient presented due to acute myocardial infarction. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 3.50x16mm promus element stent was deployed to the proximal right coronary artery (rca). A post dilatation was performed using a 3.5mm non bsc balloon catheter, however, the balloon catheter was unable to cross the implanted stent. After several attempts to cross, it was noted that the edge of the stent was deformed. The physician managed to advance a non-bsc balloon catheter and dilatation was performed. A 3.5mmx14mm non-bsc stent was deployed at the deformed site and completed the procedure. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).